Event description:
The customer reported that the device was not sealing effectively during a sleeve gastrectomy. The surgeon was working on vessels near the greater curve of the stomach and oozing occurred. The generator was set to 3 bars. Another device was used to finish the procedure and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.